Event description:
Scrub technician, upon receiving sterile water to their sterile container provided in the custom pack, noticed the foreign material rising with the water. (B)(6) operating room #4 on (B)(6) 2019: about 0730hrs, no staff or patient injured. Container passed off of the field and technician was provided a sterile basin. Psr # (B)(4) submitted. FDA report filed. Certified scrub technician opened the pack product sterile and packed in manufactured packaging, expiry on 2022-01-31, lot # 1358667. Product should be free of foreign debris. Second incident with this particular pack. Vendor (B)(4) for the (B)(6) notified, product turned over to ms. (B)(6). Ref. Mw5086870. FDA safety report ID # (B)(4).